Event description:
Related to MFR report # 2183959-2012-02869. Related to MFR report # 2183959-2012-02871. It was reported by the plaintiff's attorney that the plaintiff was implanted with a perigee with intepro on (B)(6) 2009 to treat stress urinary incontinence, cystocele, and rectocele. It was alleged that after the pelvic mesh product was inserted, the plaintiff experienced serious bodily injuries, including but not limited to, pain, irritation, vaginal discharge, bleeding, dyspareunia and mesh erosion. In (B)(6) 2011, the plaintiff presented to the healthcare provider (hcp) with pain and related symptoms. It was noted that there was exposed mesh. The hcp attempted to remove the exposed mesh by trimming, but were unable to do so. In (B)(6) 2012, plaintiff again presented with complaints and noted discharge. Exposed mesh was noted and a partial removal was done. As a result, plaintiff has experienced significant mental and physical pain and suffering, permanent injuries, disability, has required additional medical treatment and undergone additional surgical procedures.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.